Event description:
Customer reported that the joystick of her tdxsp-mcg power wheelchair was not operating properly. No injury was reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model tdxsp-mcg, serial number/date (B)(4) is approximately two year old. The owner's manual part number 1134791 rev. G (aug-07), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's a female, but no age, height and weight were provided. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has been confirmed.